Manufacturer narrative:
Findings: unit received cracked/bleeding lcd glass. Unable to perform displacement test and self-test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on the display window. The customer doesn't know how it happened and he might have hit something. The customer stated that he can read it but doesn't want moisture to get into the pump so he has keep it into safe place.